Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported the devices were implanted with no issue, and the pt had good perfusion to his legs at the end of the procedure. On (B)(6) 2013, f/u imaging showed that the limbs in the right iliac artery had thrombosed. It was reported the thrombosis was due to the pt's small iliac arteries (6-6.6 cm in the left external iliac artery and 6.3-6.7 cm in the right external iliac artery). On (B)(6) 2013, an additional procedure was performed to treat the thrombus on the right side. It was reported that during angioplasty of the right side, the device implanted in the left iliac artery thrombosed. The physician elected to implant five additional devices to treat the bilateral thrombosis. Final angiography showed good distal perfusion, and the pt tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and involved in this event: rmt231218/9687273 and pxl161007/10466901.